Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of six reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10i30097, h10j22085 and h10j24032 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The peritoneal dialysis registered nurse (pdrn) was contacted by baxter on (B)(4) 2011 regarding the home patient's (hp) prior reported filling issue. She stated the clinic was aware of the hp's problem and that the hp was seen in the clinic (B)(6) 2011, sent for an evaluation and was hospitalized. Pd effluent was obtained for testing. Treatment was initiated that day with vancomycin and tobramycin intraperitoneally (ip) 1 dose weekly (dose and duration unknown). Pd therapy was continued. The outcome and date of discharge were not reported. The pdrn did not give causality, but stated that the baxter dialysis products were not suspect.